Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Medical records identified that the patient experienced pain, and received multiple treatments, including injection and fasciotomy. Patient eventually underwent revision due to mechanical complication with hip joint prosthetic, with new cup, liner, and head implanted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 010000734, g7 neutral liner, lot number 6238040, 010000666, g7 acetabular cup, lot number 6183715, 163668, cocr modular head, lot number j6207198. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02611, 0001825034-2019-02612, 0001825034-2019-02613.

Event description:
It was reported that the patient was revised due to pain approximately 10 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.